Event description:
Additional information received reported that the infection reportedly resolved on (B)(6)2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient went into the site on (B)(6) 2014 and an infection was diagnosed. The decision was made to explant the device. The patient was admitted to the hospital on (B)(6) 2014 and the explant procedure was conducted on the same day. The patient was given antibiotic treatments. The date the patient was discharged from the hospital was unknown. The infection was considered recovered on (B)(6) 2014. The investigator assessed the infection as related to the implant procedure and not related to the implanted device. The patient's status at the time of report was alive with no injury. The infection was localized at the implant site and spread along the electrode. A culture was realized and positive for staphyloccocus aureus and corynebacteriym striatum. Information pertaining to infection in (B)(6) 2014 was previously reported in manufacturer report # 3004209178-2014-18195. All additional information will be noted in this report going forward.

Event description:
It was reported the patient had an infection. The event was noted as related to the implant procedure and non-serious. The infection was treated with antibiotics and was not recovered at the time of reporting.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).